Event description:
It was initially reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary stent device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during deployment, the external blue catheter shaft began to kink and the physician pulled out the device. The procedure was completed with another wallstent endoprosthesis endoscopic biliary stent device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as okay. This event has been deemed a reportable event based on the investigation result: fracture of device/material.

Manufacturer narrative:
A visual examination of the returned device found that the shaft was detached from the t-bar. An examination of the t-bar found that the fillet of glue was present. The shaft had minor kinks at various locations along its length. The outer sheath had not been retracted. An attempt was made to retract the outer sheath and deploy the stent, however the sheath could not be retracted. Instead the shaft was dissected and the sheath was retracted deploying the stent. No issues were noted with the stent. The most probable root cause is due to anatomical/procedural factors encountered during the procedure. A labeling review identified that the device was used per the endoscopic covered biliary directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch.